Manufacturer narrative:
Device used for treatment not diagnosis. Literature citation: mclaughlin, e. Et al (2011). Treatment of a malignant peripheral nerve sheath tumor and its complications through a multidisciplinary approach. J neurosurg pediatrics, 7, 543-548. USA. This report is for unknown clickx, unknown quantity/unknown lot . (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the review of the following literature article: mclaughlin, e. Et al (2011). Treatment of a malignant peripheral nerve sheath tumor and its complications through a multidisciplinary approach. J neurosurg pediatrics, 7, 543-548. USA. The authors reported the case of a (B)(6) female patient with a residual malignant peripheral nerve sheath tumor after thoracotomy, chemotherapy and radiation therapy. The residual tumor, which involved the intercostal muscles, aorta and neural foramina of t4-10, was completely resected through a costotransversectomy and multiple hemilaminotomies with the patient in the prone position and was stabilized using a t1-12 pedicle screw and rod construct, click x, synthes. A copy of this literature article is being submitted with this medwatch this report 1 of 1 for (B)(4). This report is for an unknown click x and refers to the following; infection, recurring respiratory infections, pleural effusions, pneumonias, bronchocutaneous fistulas along incision line, bronchopleural-cutaneous fistula, bronchopleural-dural fistula, intermittent pneumocephalus , coughing, intense headaches, pseudoarthrosis, skin breakdown on back, screw heads eroding through skin, hardware removal.